Manufacturer narrative:
The biomed found a cut in the wiring on the bed exit tape switch. The technician replaced the tape switch to repair the bed.

Event description:
Information received indicates the bed exit is only alarming intermittently.